Event description:
It was reported that an asymptomatic patient presented to the operating room for a device replacement unrelated to this event. High capture threshold was noted on the rv lead. Physician elected to explant the rv lead and replaced it. Upon rv lead explant, the ra lead was found to be adhered to the rv lead. The ra lead was explanted and replaced. Patient is stable before, during and post procedure.

Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.